Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient exchanged their controller without any guidance from a coordinator. When ventricular assist device (vad) coordinators assessed the exchanged controller, duct tape was wrapped around the cord. Upon removing the duct tape, it was revealed that the entire cord was completely kinked and it appeared that wires were exposed. The damaged controller was replaced and returned for evaluation. No log files of the event were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress. The reported events of a controller exchange and damaged power cables were able to be confirmed. The heartmate 3 system controller serial number: (B)(6) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 11 days ((B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. The driveline was disconnected on (B)(6) 2021 at 17:21:15 ¿ 17:26:16 and a controller exchange was attempted at 17:23:12 and at 17:24:31, causing no external power alarms due to the dual disconnection of the power cables. The power cables were reconnected at 17:25:50 and the driveline was reconnected at 17:26:16. The power cables were again simultaneously disconnected on (B)(6) 2021 at 17:27:46 causing no external power alarms. The backup battery was able to provide power to the system during these alarms. The driveline was again disconnected at 17:27:57 and the controller was shut off at 17:42:53. There were no other notable alarms active in the log file. The system controller underwent preliminary, functional, and insulation testing and passed; however, did not pass continuity testing. The controller was able to operate a mock loop with no alarms active. The controller was able to function as intended. The power cables were cut open to inspect the underlying layers and kinked wires were found. The root cause of the reported events were unable to be conclusively determined through this investigation. Heartmate iii instructions for use (rev. C) section 2 entitled ¿replacing the current system controller¿ addresses how to properly exchange the system controllers. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. C) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.